Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received spi to motor pic communication error. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 246mg/dl. The customer states the pump was exposed to water. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify reset anomaly, alarm, button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.